Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field in situ measurements showed several channels with hi status due to undetermined reasons. Further the recipient suffered from a cholesteatoma in the external ear canal, which was removed during explantation surgery and might contributed to the reported hi channels. This is a final report.

Event description:
In (B)(6) 2024, the user experienced a pop in his left ear during a breathing study, leading to a decline in implant performance and experiencing loud sounds with the device. On (B)(6) 2024, the clinic diagnosed an eac cholesteatoma. The user was explanted, on (B)(6) 2024, and the clinic also removed the cholesteatoma during the surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2024, the user experienced a pop in his left ear during a breathing study, leading to a decline in implant performance and experiencing loud sounds with the device. On (B)(6) 2024, the clinic diagnosed an eac cholesteatoma. The clinic plans to reposition the implant and address the cholesteatoma.